Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of occlusion is listed in the instructions for use as a potential adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported patient effect. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was completed using a proglide device with a 6f sheath after an interventional coronary procedure. Hemostasis was achieved with the proglide device. Reportedly, one week later, a femoral angiogram, taken prior to another coronary procedure at the same access site, revealed seventy percent occlusion of the common femoral artery at the previous access site. The physician stated the occlusion was due to the previously placed proglide device. The femoral angiogram was the only diagnostic procedure used; the occlusion was not directly investigated. No treatment was given for the occlusion. There was no clinically significant delay in the procedure or therapy. No additional information was provided.